Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method: stent was attempted to be implanted distal to a previously implanted stent. Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience pro x everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. As there was no report of any leak in the catheter noted during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure, as interaction while attempting to cross a previously implanted stent resulted in the noted balloon tear; thus, resulting in the reported inflation issue and leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
Additionally, it was reported that a 3.0x33mm xience prox was implanted in the proximal right coronary artery (rca), then the 2.5x23mm xience prox was attempted in the mid rca.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthroungh ef, guide catheter: 6 fr jr 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the ecstatic, eccentric, mid right coronary artery (rca), a 2.5 x 23 mm xience prox stent was positioned and inflation was attempted, but failed. Blood was noted in the balloon. The stent was not deployed and the device was removed from the vessel without issue. The lesion was successfully treated with another stent and there was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.